Event description:
The account alleged that the head section will slowly drift down.

Manufacturer narrative:
Technical support recommended that the account clean the drive. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.